Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13785. Related manufacturer reference number: 1627487-2021-13787. Related manufacturer reference number: 1627487-2021-13788. It was reported that the bilateral thoracic leads were showing high impedances and one of the peripheral leads also indicated high impedances. X-rays were taken and no abnormalities found. Another x-ray is pending. Patient is awaiting surgical intervention to address the issue.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.